Event description:
The physician of a (B)(6) male pt contacted zoll customer support to report that the pt claims he received a treatment. The pt was making coffee when the device began to alarm and then began attempting to disconnect the electrode belt. The pt denied use of the response buttons. The pt's physician also reported that the monitor would not power up. The pt was issued a replacement electrode belt and monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn has been completed. The reported problem (pt treated) could not be confirmed as no info could be retrieved from the monitor. Upon receipt the unit would not power on, pins were broken off inside of the electrode belt connector, contamination was found inside of the end cap and on the auxiliary pca, inductor l1 was blown, high voltage capacitor c19 was split open, and several components on the ca board were overheating including the memory chips, the digital signal processor, and the entire power supply circuit. The monitor's memory was damaged beyond repair, which resulted in a loss of data. Due to the loss of data the treatment event could not be fully investigated. The response buttons were functional when placed on a fully functional monitor. The cause for the damaged components is likely the presence contamination during pulse delivery. The root cause for the bent pins in the connector is likely excessive force placed on the connector when the belt was pulled. The root cause for the contamination cannot be positively determined, but is likely ingress of an unk liquid. Device manufacture date: sn (B)(4), 02/2009. Sn (B)(4), 02/2009.